Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm large hem-o-lok clip applier instrument was analyzed and found to have a frayed pitch cable at the clevis hub. The cable itself was not fully broken. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observations not reported by site: the instrument was found to have a missing distal grip pin. The grip pin, measuring approximately 0.323" x 0.073" was not returned with the instrument. A detached fragment was observed due to the distal grip pin.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument had a broken cable. The user completed the procedure with no further issues reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident with the clip applier occurred while the surgeon attempted to clamp on a vessel or tissue bundle; the clip placement was successful, but the cable snapped after placement. No injury or damage occurred, and no particles were left behind in the patient's anatomy.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed, and initial findings were confirmed. Further review identified mechanical indentations to the base of the distal clevis near the pitch cable routing indicating a potential external collision that may have contributed to the frayed cable.

Event description:
Refer to h11 for follow-up information.